Manufacturer narrative:
Technician found that the head hilow had a slow drift, not visible. Checked head hilow down valve. Repair not yet complete.

Event description:
Info received that the head hilow has a slow drift, not visible. No injury reported.